Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during the prime. Customer did not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. The blood glucose reading was 265 mg/dl. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.